Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display and would not switch on. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. No unexpected blank display anomaly noted during testing. No absence of alarm or audio/vibrate anomaly noted. Unit passed self-test. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Unit was received with cracked retainer, fading serial number label, cracked keypad overlay at select button, cracked case at battery tube side, minor scratched display window and scratched case.